Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted the patient had a severely calcified valve, a bi-leaflet prolapse, and imaging was challenging. An xtw clip (31201a2081) was inserted and deployed on the mitral valve. However, after deployment it was observed the clip partially detached and only remained attached to the tips of both leaflets. To stabilize the clip, an additional xtw clip (40104a1009) was inserted and grasping was performed. However, the leaflet were unable to be grasped and the clip continued to get caught in chordae. The clip was removed from chordae without causing damage and the physician decided to remove the device and discontinue the procedure. Mr remained at a grade of 4+. The following day, mitral valve replacement was performed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported partial clip movement due to patient anatomy. The cause of the reported difficult imaging was unable to be determined. The reported unchanged mr was a cascading event of the reported partial clip movement. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization, and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.